Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an b30 image or light source error, while using the lightsource. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction would likely be due to poor contact of the scope connector; however, a definitive root cause was not identified since the subject device was not returned to legal manufacture. Olympus will continue to monitor field performance for this device.